Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2018. The exact date is unknown. (B)(4).

Event description:
It was reported that the cuff of a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube "bent" during intubation of the patient. The tracheal tube had to be changed out. No permanent injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. From photograph received it was observed that tube was bent the reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.